Event description:
3 event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted do to elective replacement indicator (eri). There is an allegation of premature battey depletion.